Manufacturer narrative:
Follow-up #1: evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the black box indicated that the user set the pump time and date to the pump¿s ¿end of life¿ time and date of (B)(6) 2023 23:59 multiple times. The black box history showed that the call service 060 alarms occurred one minute after the user set the end of life time and date. The pump powered on normally and successfully completed rewind, load, and prime steps. During testing, the pump time and date settings were adjusted to the appropriate time and date. The pump was exercised for 24 hours with no alarms occurring. The complaint of a call service 060 could not be duplicated on investigation. Use error in setting the incorrect time and date was determined to be the cause of the alleged alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service 60 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.